Event description:
The user facility reported that "the tiny wire inside the coating [of the glidewire] was sticking out a very little, but did cause some extravasation of the vessel." Additional info indicated the wire had been passed through a micropuncture 5 fr. Sheath; a balloon was held at the site to "facilitate resolution of the extravasation"; the procedure was completed successfully; and the pt condition is "okay."

Manufacturer narrative:
Results - based on evaluation of user facility info & the returned sample; is based upon evaluation of undamaged sections of the returned sample. Conclusion - based upon evaluation of user facility info & the returned sample, is based upon evaluation of undamaged sections of the returned sample. Evaluation of the returned sample by the mfg facility confirmed that the guidewire had been pinched & fractured approx 2-mm from the distal tip exposing the core wire. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a pre-existing device defect or malfunction. A review of the device history records confirmed that there were no production related problems for this lot number. A review if the complaint filed confirmed that this lot number has not been reported previously. Although the exact cause cannot be determined based on the available info, the appearance of the returned sample is consistent with damage due to the guidewire tip being forcefully pinched by a rigid instrument during use. The potential for such an event is addressed in the warning/precautions section of the instructions-for-use. Specific statements in the instruction-for-use include: "failure to abide by the following warning might result in breakage/separation of the wire that may necessitate retrieval. If any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and follow-up. (B)(4).